Event description:
It was reported that during a pretest, sterile water did not enter into the foley catheter and leaked from the inflation valve. However, when the syringe was replaced with another one, the catheter was able to use without any issues.

Manufacturer narrative:
The reported event was confirmed ¿ supplier related due to water leakage at the inflation valve of the catheters during inflating the balloon with a syringe. The potential root cause for this failure could be due to a defective tip on the syringe- smaller tip at the taper end caused the water to leak during inflation from supplier. The deformation at the tip of the syringe is the root cause that contributed to the leak; however, the root cause of the deformation is unknown. A DHR review is not required for this complaint. A risk review and labeling review is not required as the investigation was confirmed related to supplier issue. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that during a pretest, sterile water did not enter into the foley catheter and leaked from the inflation valve. However, when the syringe was replaced with another one, the catheter was able to use without any issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.